Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy (B)(4), 4.0x20mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was detached and separated from the sds. The struts were damaged for the stents entire length. The review of the associated batch records for this device showed; the maximum crimped stent profile measured within specification. A review of the batch records for the stent crimp force and the crimp temperature for the device all meet the specification. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings present on balloon body indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other issues noted during analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 06nov2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery. Following pre-dilation, a 4.00mm x 20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using a different device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent detached/separated and stent damage.